Event description:
The customer reported via phone call that since the settings on the insulin pump were adjusted, her blood glucose was running low. Her blood glucose level was 45 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.